Event description:
On 07/2002, the MFR's director of ra/quality received a medwatch form that states the following: doctor made incision and visualized the device. Realized at this point that device catheter was no longer attached to the device and that the device catheter could not be seen in the incision. Used the c-arm to visualize the device catheter and then closed the incision. Doctor removed only the device did not remove the device catheter.